Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck in the "preparing to prime" loop. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the prime and rewind issue. The customer was assisted but she still could not exit the prime menu; the pump beeped and no numbers appeared on the screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will not be returned for analysis since the customer wishes to keep her out of warranty pump, and a replacement will not be sent to her.